Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The 90% stenosed lesion being treated was located in the severely calcified, severely tortuous middle to distal right coronary artery (rca). The lesion was predilated with a 2.5x15mm apex balloon, inflated to 12atm. A 2.50x12mm taxus express2 drug eluting stent was implanted in the distal rca. The physician attempted to implant the 3.00x16mm taxus express2 drug eluting stent in the mid rca, but was unable to cross the lesion. Upon removal, the physician noticed the proximal portion of the stent was lifted up. The mid rca dilated with a 3.0x15mm non-bsc balloon, inflated to 18atm. The procedure was completed with a 3.00x12mm taxus express2 stent. No patient complications were reported. Patient status reported as "good".